Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. A visual inspection was performed and no issues were noted. The device passed functional testing. The event logs were review and the reported problem could not be observed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). It was reported that the event occurred in (B)(6) 2014. The device was reported to be available but has not yet been received. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported problem of an unspecified system error could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified system error occurred on the home choice (hc) before use. The technical service representative (tsr) arranged the return of the device. No patient injury or medical intervention was indicated as a result of this event. No additional information available.